Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the initial report inadvertently reported this data incorrectly. This outcome was not included on the initial report. The patient's device was turned off, patient was taken off one medication and cardiac intervention was taken. Type of reportable event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
On (B)(6) 2013, it was reported by the physician that the patient was admitted to the hospital the night prior due to a cardiac block. It was stated that the patient was recently implanted and evaluated by an ear nose throat doctor who gave approval for the device to be turned on for the first time on (B)(6) 2013. The output current was programmed to 0.25ma and diagnostics indicated everything was ok with a lead impedance of 4092 ohms. The patient was programmed on and observed for 20 minutes. The patient tolerated the stimulation. The magnet output current was programmed to 0.5ma, and the patient tolerated the magnet swipe as well. Additional information was received that the patient experienced cardiac arrest and had a pacemaker placed in the intensive care unit (ICU). Aside from the fact that the patient had experienced a couple events where his heart rate increased with his seizures, no information was given on if the patient experienced arrythmia events prior to vns implant. It was found that the patient may have an underlying cardiac condition. Moreover, the patient's seizure frequency has increased (above pre-vns baseline levels) since the vns was implanted. The physician believes that there are a few factors that could have possibly contributed to the events. He believes the patient may have epileptic syncope and an underlying arrhythmia, but is unsure if the seizures are bringing on the cardiovascular events or vice versa. The physician also believes vimpat could be a possible contributor, so the patient was taken off of this medication on (B)(6) 2013. Lastly, the physician thinks that the connection on the nerve may have been a contributing factor, especially if the patient had a pre-existing condition. The patient's device is off at this time and the patient had a stent placed. Vns explant is likely, but surgery has not occurred to date. Follow up found that the patient had an asystole event at the time of diagnostics during implant surgery. No other information has been provided.

Event description:
The treating physician reported the patient has not had more events since the pacemaker placement since time of report. The physician reported that the patient's seizures and cardiac events were both not controlled previously.